Event description:
It was reported that the lens tilt was noted approximately 7 months post implant. Yag procedure was performed. The reason for yag was not provided. The surgeon indicated that the likely cause of the event was fibrosis. The patient's current prognosis and treatment were reported as "monitor". This report pertains to the patient's left eye. Reference MDR# 1313525-2015-01994 for the lens involving the patient's right eye.

Manufacturer narrative:
Additional information: the lens was not returned for evaluation as it remained implanted. One retain sample from the same lot (7454101) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.